Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set, model and lot unknown, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint of inflated balloon-like swelling that burst was verified. The expected retainer ring for this engagement was received attached to the silicon pumping segment. A device history record review could not be performed because a model or lot number was not provided by the customer. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the set ballooning and separating could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading.

Event description:
It was reported that unspecified bd¿ tubing balloons and ruptures. The following information was provided by the initial reporter: material #: unknown. Batch/lot #: unknown. It was reported that there was an inflated balloon like swelling from tubing that burst a second after opening. Verbatim: I¿m emailing to report an IV tubing malfunction. On (B)(6) 2021 , the nurse checked the pump as the alarm was indicating occluded. The nurse noted that the tubing seemed askew in the pump and was also getting a channel error, so the nurse opened the pump door. Upon opening the door, where the stiff tubing connects via the blue connector to the flexible tubing, there was an inflated balloon-like swelling that burst a second after opening. The patient had nicardipine running that sprayed out and into the nurse¿s face. The pump and fractured tubing were removed from service and taken to clinical engineering for review. A new set of tubing and new pump were set up and connected to the patient. No harm to patient or staff member.